Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope was pulled from the storage cabinet to be used with patient but the scope had blood or a foreign substance that resembled blood on it. There were no reports of patient harm.